Event description:
Information was received from a patient reporting that they were seeing a power on reset (por) error code on their implantable neurostimulator (insr). With guidance the patient was able to reset the device, clear the por, and receive effective therapy. It is noted that the patient previously had complications with recharging which has been captured in a separate event. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.